Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a damage to insulation after the surgery. There was no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi did not receive the product involved with the alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. In addition, follow-up was performed with the customer, and it was revealed that this instrument was also used in the event reported in 2955842-2024-11997.

Event description:
Refer to h10/h11 for follow-up information.